Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open weeping sore under the electrodes. The patient was reported to have bed bugs which caused the sore. The patient was transferred to the hospital for the bed bugs and the open sore. The patient was instructed to take off the lifevest by hospital staff. A dermatologist was assigned to address the patient's condition. There is no indication of a device malfunction. The irritation's medical outcome is unknown.